Manufacturer narrative:
An abbott field service representative (fsr) was dispatched to the account and found the analyzer cuvettes were not completely dry. The fsr replaced the cuvette drying tip [part 09d51-02] and the sample probe [part 01g48-04] to resolve the issue. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, service history review, and instrument log review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Service history review identified no contributing factors to the customer issue. Log review did not identify any issues that contributed to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Event description:
The customer observed discrepant sodium results while using the architect c16000 analyzer ict module. The following data was provided. Sid (B)(4) initial 118 mmol/l, repeat 136 mmol/l. No impact to patient management was reported.